Event description:
Healthcare professional reported right side "deflation" and "implant removal from textured to smooth due to the concerns of the product". Healthcare professional later reported "capsular contracture baker grade unknown". Device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, anxiety-product/procedure, capsular contracture baker grade unknown.

Event description:
Healthcare professional reported right side "deflation" and "implant removal from textured to smooth due to the concerns of the product". Healthcare professional later reported "capsular contracture baker grade unknown". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ deflation: observed an opening assessed as unidentified (tear) opening. As per the investigation procedures, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.